Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd microtainer® tubes with k2e (k2edta) had abnormal additive. This was discovered during use. The following information was provided by the initial reporter: material no. 365974, batch no. 8106837. It was reported that some of the tubes had liquid in them leading to tubes being diluted if they did not look closely. Customer still has some of those tubes from the same lot number. The issues has been occurring since the spring, the customer says the facility was issued the recall notice but thought it was junk mail. Customer has the samples to send in.

Event description:
It was reported that bd microtainer® tubes with k2e (k2edta) had abnormal additive. This was discovered during use. The following information was provided by the initial reporter: material no. 365974 batch no. 8106837. It was reported that some of the tubes had liquid in them - leading to tubes being diluted if they did not look closely. Customer still has some of those tubes from the same lot number. The issues has been occurring since the spring, the customer says the facility was issued the recall notice but thought it was junk mail. Customer has the samples to send in.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The customer's samples were tested and liquid was observed inside the customer samples that were provided for evaluation. Retention samples were visually evaluated with acceptable results. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.